Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the cgm values differed from fingerstick blood glucose (fsbg) readings by approximately 90¿100 points lower than the fsbg; exact values were not recalled. During this period, the cgm displayed low readings in the red zone, though a numeric value was not available. There were no symptoms documented. Emergency medical services (ems) was contacted, and two fsbg measurements were obtained within five minutes, both reported at approximately 183 mg/dl. Based on ems evaluation, the patient was transported to the hospital. The patient was unable to recall the exact hospitalization date, length of stay (however it was reported he was there more than 24 hours), or specific treatments received. Upon discharge, the patient reported feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 90-100 points off. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.